Manufacturer narrative:
(B)(4). System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tmvr procedure. The commander delivery system was discarded and was not available for evaluation. No photographs or images of the device were provided. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (severe mitral valve calcification, severe native leaflet calcification) likely contributed to the delivery system balloon rupture during valve deployment. No device withdrawal difficulties or injury to the patient were reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transseptal mitral valve replacement (tmvr) procedure, a 29mm sapien 3 valve was deployed in the native mitral valve. The commander delivery system and valve were advanced and positioned without difficulty. During valve deployment, the delivery system balloon ruptured. The delivery system was removed without issue. A non-edwards (30 zmed) balloon catheter was used to successfully post dilate the valve. No consequences to the patient were reported. At the time of the report, the patient was doing well. The valve remains implanted in the patient. Information regarding the native mitral valve diameter was not provided. Severe mitral valve calcification and severe native leaflet calcification was reported. It was perceived that the severe valvular calcification caused the balloon rupture during valve deployment. The delivery system was discarded post procedure and is not available for evaluation. No imaging is available for review.